Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited loss of output. The patient's heart rate was 45 beats per minute. The device was explanted and replaced.